Manufacturer narrative:
The monopolar curved scissors instrument was returned and evaluated by the failure analysis (fa) team. Fa investigations confirmed the customer-reported complaint. The instrument exhibits a deep gouge/scratch mark on the brown laser-marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension gouge/scratch mark measured roughly 3.0mm x 0.7mm in length. The material was missing and not returned by the customer.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument was noted to have insulation damage. No report of patient harm, adverse outcome or injury. Isi followed up with the initial reporter and obtained the following additional information: the problem was detected after anesthesia and after port insertion. The procedure was performed robotically. There was a delay in the procedure reported for approximately 10 minutes.